Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicating a high shocking lead impedance, usually greater than 145 ohms. Technical services discussed testing the right ventricular (rv) lead. Device data was submitted for review. Engineering evaluation found that this device had recoded code 1005 in june 2013, with five open lead faults occurring on that day. An alert for a high, out-of-range shock impedance measurement was recorded in september 2014 for a value of 125 ohms. Additional code 1005 and open lead faults occurred in september and october 2019, and the daily shock lead measurements ha been greater than 150 ohms for the past year. A manual measurement performed on august 13, 2020 was 160 ohms. Rv lead replacement was recommended. It was noted the device had been implanted since 2011 and was likely nearing explant status. At this time, the device and lead remain implanted and in service. No adverse patient effects were reported.